Event description:
The diamondback 360 peripheral orbital atherectomy device (oad) was used for treatment in the proximal superficial femoral artery (sfa), and a type b dissection was observed. The minor dissection was identified by angiographic image review following the procedure. The procedure was completed with no further complications or interventions required. Additional information was received from the clinical event committee (cec). The cec reviewed procedural images and concluded that the diamondback 360 peripheral orbital atherectomy device contributed to a distal embolism. No further information is available.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for user manual states that an embolism and vascular dissection are potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).